Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient went to the hospital by ambulance because pain in his upper leg. After the medical exam it was decided to explant the gamma 3 nail. During the explantation of the gamma 3 nail the surgeon noticed that the nail was broken. Only the upper part of the nail could be explanted.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. Mechanical damages ¿ drill marks ¿ and scuffed off coating at the lateral edge of the anterior bridge had been caused by contact with the step drill. Such damages may cause additional notch effects. Referring to the topography of the breakage surface of the bridges ¿ lines of rest running from lateral towards medial and missing plastic deformation ¿ it was concluded that the nail broke in fatigue manner. Moderate material damages on the lag screw suggested moderate load application during the initial period after implantation. Received x-rays revealed that the nail had broken after an implantation period of approx. 6, 5 years. X-rays and operation report presented evidence that the original bone breakage had healed sufficiently in a timely manner. The nail had fulfilled its task of temporary stabilization of a bone breakage without any observations. Nail breakage is inevitably to be expected after an increased period if implantation with load application. In this case the different elasticities of human bone and rigid metal behaviour may have contributed to the progress of a crack. The incipient crack was initiated ¿ with utmost probability ¿ by intra-operative damage (chamfer) most likely causing additional notch effects. Referring to available information a more precise statement was not possible from technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not verified.

Event description:
Patient went to the hospital by ambulance because pain in his upper leg. After the medical exam it was decided to explant the gamma 3 nail. During the explantation of the gamma 3 nail the surgeon noticed that the nail was broken. Only the upper part of the nail could be explanted.